Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the last bag green clamp tube fell off their 2 l baxter last bag at the junction between the supply line and luer lock adapter during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 5 of 5 of their pd treatment. The patient reported that there was no fluid found near the bag. The patient reported that the tube fell off when they examined the bag and was most likely the origin of air in the lines. The technical support representative assisted the patient with cancelling their treatment during dwell 5 of 5 of step 8. The patient activated a stat drain during drain 5 of 5 of their pd treatment. The technical support representative advised the patient to contact their peritoneal dialysis registered nurse (pdrn) regarding their cancelled treatment and for guidance on their last fill volume. The technical support representative advised the patient that they would call back in 40 minutes once the stat drain has been complete. The technical support representative called back the patient three times and the patient did not answer, but a voicemail was left. The call script indicated that patient injury had occurred. Upon follow up, the pdrn stated that the patient is trained on performing stat drains. The pdrn stated that the patient did not complete treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.